Event description:
In 2006 I had a stereotactic needle core biopsy. At no time did dr physically examine or discuss with me the procedure or the implantation of a bovine collagen radiopaque to which I had an adverse allergic reaction. This means that after the huge hematoma blew out of the infected incision in the shower, I went to get treatment at the local hospital. The bovine collagen radiopaque wiggled its way out of the large hole in my breast onto a piece of gauze. I took the radiopaque to the family doctor who sent it to a pathology lab. I never consented to be injected with the radiopaque or was in any way informed of adverse allergic reactions. I experienced incredible pain and anguish because my breast looked like I was shot with a 44 caliber bullet with pus and blood oozing out of the wound. A few days ago I underwent emergency surgery on the breast to clean out the abscess/infection. Ethicon surgical products is the manufacturer of the radiopaque and I was told that never had a radiopaque been ejected since it was first used in 1998.